Event description:
The device was received with no info.

Manufacturer narrative:
Detached stopcock. Evaluation summary: the analysis results confirmed that the 511sd device was returned with the stopcock assembly detached and missing. Residues of adhesive were found on the stopcock-sleeve housing assembly area. As each device is visually inspected and functionally tested during the mfg process, no conclusion could be reached how the damage to the device occurred. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. No batch record review could be performed as no lot number was provided.